Event description:
It was reported that, "pt came back to office for p/o visit. Xray was taken which showed a broken screw".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.